Event description:
The patient was undergoing a coil embolization procedure in origin of the posterior communicating artery (pcom) using penumbra coil 400s (pc400s), a px slim delivery microcatheter (px slim), and a guidewire. It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician experienced resistance while advancing the pc400 and reported that the coil unintentionally detached in the middle of the px slim. Therefore, the physician removed the px slim containing the pc400 and flushed the coil out of the px slim using a three ml syringe. The physician then re-introduced the same px slim into the target location and attempted to implant another pc400. While retracting the pc400 for re-positioning, the pcom dissected causing thrombosis of the aneurysm and part of the pcom. Therefore, the pc400 was removed intact. The physician then administered an antiplatelet drug. The procedure was ended at this point.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2024-00025.

Manufacturer narrative:
Evaluation of the returned pc400 confirmed a detached embolization coil. Further evaluation revealed that the sr component was fractured, and the embolization coil had offset coil winds. This damage typically occurs due to retraction against resistance. If the sr component fractures, embolization coil will likely detach. Based on the reported event, the root cause of resistance could not be determined. The pusher assembly was not returned for evaluation. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2024-00025.